Manufacturer narrative:
Correction: this complaint will be cancelled. The report was filed under a different business division. The complaint reference number is (B)(4).

Event description:
It was reported that bd plastipak¿ 2ml syringe concentric luer slip barrel was cracked. This occurred on 2 occasions before use. The following information was provided by the initial reporter: (B)(6) 2018: 2 syringes were found split in their sterile packaging.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd plastipak¿ 2ml syringe concentric luer slip barrel was cracked. This occurred on 2 occasions before use. The following information was provided by the initial reporter: (B)(6) 2018: 2 syringes were found split in their sterile packaging.